Event description:
It was reported a cerebral vascular accident (cva) and thrombosis occurred. In (B)(6) 2022, a left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds). Following the procedure, the patient was unable to tolerate dual antiplatelet therapy due to epistaxis and was placed on rivaroxaban and aspirin. In (B)(6) 2023, the patient experienced a cva and was admitted to the hospital. A computed tomography angiograph revealed a 2mm laminar thrombus. After an unreported interval, the patient recovered and was discharged.

Event description:
It was reported a cerebral vascular accident (cva) and thrombosis occurred. In (B)(6) 2022, a left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds). Following the procedure, the patient was unable to tolerate dual antiplatelet therapy due to epistaxis and was placed on rivaroxaban and aspirin. In (B)(6) 2023, the patient experienced a cva and was admitted to the hospital. A computed tomography (CT) angiograph revealed a 2mm laminar thrombus. After an unreported interval, the patient recovered and was discharged. It was further reported that after review the laminar object identified via CT was determined not to be a thrombus but the surface of the closure device.